Event description:
It was reported that waste leakage without bleach was not contained (outside instrument) while using the bd lsrfortessa¿ x-20. There was no report of patient impact. The following information was provided by the initial reporter: the instrument's laser delays are incorrect, only blue laser signal can be found. Overflow from the waste container. 1. Was the leak contained within the instrument? Not contained. 2. Was the leak in a customer accessible location? No. 3. What was the fluid that leaked? Biohazard. 4. What is the source of leak -- waste line or non-waste line? After waste line. 5. Was the customer exposed to blood or bodily fluids? No. 6. Was there any physical harm to the customer as a result of the leak? No.¿

Manufacturer narrative:
After further review MFR# 2916837-2021-00017 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Medical device expiration date: na a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that waste leakage without bleach was not contained (outside instrument) while using the bd lsrfortessa" x-20. There was no report of patient impact. The following information was provided by the initial reporter: the instrument's laser delays are incorrect, only blue laser signal can be found. Overflow from the waste container. 1. Was the leak contained within the instrument? Not contained 2. Was the leak in a customer accessible location? No 3. What was the fluid that leaked? Biohazard 4. What is the source of leak -- waste line or non-waste line? After waste line 5. Was the customer exposed to blood or bodily fluids? No 6. Was there any physical harm to the customer as a result of the leak? No